Event description:
The patient has 2 model 3383 single extensions (from unknown lots) implanted as part of his scs system. It was reported the patient (B)(6) experienced painful overstimulation when he turned his scs system on in (B)(6) 2014 and has not used his scs system since that time. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was unable to provide effective coverage. Surgical intervention was undertaken on (B)(6) 2014 and the physician determined the issue was due to the extensions. The extensions were explanted and the leads were connected directly into the ipg. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.